Manufacturer narrative:
The pump had been on the patient for 37 days at the time of the event on (B)(6) 2021. The site did change the pump on (B)(6) 2021.

Event description:
Berlin heart, inc was informed by the site on 11/29/2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event with concomitant seizures. The blood pump was fully filling and ejecting. There were reported fibrin deposits in the blood pump at the time of the event. On (B)(6) 2021, the patient developed a right-sided gaze. A head CT was obtained and demonstrated a left mca ischemic stroke with mild hemorrhagic conversion. An eeg revealed concomitant seizures that required IV administration of keppra and phenobarbitol. Thrombin deposits were noted in the blood pump at the time of the event. The anticoagulation was therapeutic at the time of the event and no changes were made to the anticoagulation management. Follow-up head CT on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 showed no further hemorrhagic conversion.

Manufacturer narrative:
The pump had been on the patient for 37 days at the time of the event on (B)(6) 2021. The site did change the pump on (B)(6) 2021.

Event description:
Berlin heart, inc was informed by the site on 11/29/2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event with concomitant seizures. The blood pump was fully filling and ejecting. There were reported fibrin deposits in the blood pump at the time of the event. On (B)(6) 2021, the patient developed a right-sided gaze. A head CT was obtained and demonstrated a left mca ischemic stroke with mild hemorrhagic conversion. An eeg revealed concomitant seizures that required IV administration of keppra and phenobarbitol. Thrombin deposits were noted in the blood pump at the time of the event. The anticoagulation was therapeutic at the time of the event and no changes were made to the anticoagulation management. Follow-up head CT on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 showed no further hemorrhagic conversion.